Event description:
It was reported that the patient underwent an unknown surgery for left tibial plateau fracture on (B)(6) 2024. The fixation was performed with ptp 3.5 and medial proximal tibia plate. The surgery was completed successfully with no surgical delay. On (B)(6), 2024, the sales rep was informed that three locking screws inserted as raft screws into the mpt were found to be broken. Although a large amount of artificial bone was used to lift the articular surface at the time of bone union, the locking screw failure has caused the medial tibial articular surface to be depressed by the femoral condyle. There is no pain according to the patient at this time, and the patient will be monitored for the time being. Revision is planned in case of further disruption in the future. The surgeon commented that there was little bone to support the raft screw and that the load on the screw may have been greater due to the background of a large bone defect and the use of a large amount of artificial bone. The surgeon also commented that this event was not caused by the implants. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.